Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, while the physician was closing the access site, the patient became hemodynamically unstable. Per the physician, the cause of the hemodynamic instability was unknown. Cardiopulmonary resuscitation (CPR) was attempted and was unsuccessful and the patient died. Per the physician, the cause of death asystole post CPR. No autopsy was performed. Per the physician, the valve did not cause or contribute to the death.